Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization almost occurred. The target lesion was 99% stenotic, moderately calcified and moderately tortuous in the right coronary artery (rca). The lesion was pre-dilated with a maverick balloon. After predilation, the physician attempted to cross the lesion with a taxus express2 8.8% 3.0 x 24 m stent, however, could not cross the lesion. The physician then tried to push harder, however, again was unable to cross the lesion. While withdrawing the delivery system out of the pt's body the stent almost came off the delivery system. The delivery system with the stent was successfully removed. No pt injuries were reported. Pt status is reported as satisfactory/good."